Event description:
The user facility reported that a hose disconnected from the system 1e processor at the carbon filter outlet causing water to leak into the room where the processor was located and two adjacent rooms. A procedure was delayed by one hour but was completed successfully the same day. No injuries reported.

Manufacturer narrative:
A steris service technician inspected the system 1e unit and found that user facility engineering had repaired the separation and could not identify which carbon filter connection they had repaired. The technician re-installed the carbon filter connections to ensure they were to specification. The technician found a slow drip at the prea&b inlet connection; due to a damaged gasket; he replaced the connection, ran a test cycle and returned the unit to service. The steris technician found the water pressure was 95 psi. The operator manual states a preferred water pressure of 50-60 psi (pp 2-1). The user facility was advised that their water pressure required adjustment to be within the designated steris specification of 50-60 psi.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).